Event description:
The customer's family member reported that the pt was hospitalized for high bgs. It was stated that the customer had chest pains at the dr's office. The cause of the customer's admission could not be determined. Additionally the pump had full segment display. Instructed the customer to disconnect from the pump and resume on injections.